Event description:
Customer stated driver arms are stuck and cannot move them. The leadscrew is clean. Has not been dropped, bumped or exposed to moisture. Explained that driver arms have gradually been harder to pull up and push down and now cannot be moved at all.